Manufacturer narrative:
(B)(4). Patient was reported to have died on an unreported date in 2014. As the sample was not returned and the lot number is unknown, a device analysis could not be completed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
This is a report of a patient who passed away coincident with peritoneal dialysis (pd) therapy. It was unknown if the patient was hospitalized at the time of death. It was unknown if pd therapy was ongoing at the time of death. The cause of death was unknown. It was unknown if an autopsy was performed. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.